Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('adverse event') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (more surgeries). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: adverse event. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-dec-2019: quality safety evaluation of ptc. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of adverse event ('adverse event') in a female patient who had essure inserted. On an unknown date, the patients had essure inserted. On an unknown date, the patients experienced adverse event (seriousness criteria medically significant and intervention required). The patient was treated with surgery (more surgeries). At the time of the report, the adverse event outcome was unknown. The reporter considered adverse event to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: adverse event. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.